Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A replacement device has been sent to the customer.

Event description:
The customer contacted stryker to report that their device was not powering on when opening the lid. In this state defibrillation therapy may be delayed or unavailable, if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not powering on when opening the lid. In this state defibrillation therapy may be delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. The device's lid switch, designator sw5, was determined to the cause of the reported issue. The returned device was archived by stryker. The customer received a replacement device.